Event description:
The ethicon stapler was passed across the proximal appendix but misfired. When physician attempted to remove the stapler the cartridge fell out of the gun. A different product was then used. The ethicon cartridge (reload) was retrieved from the patient without injury.